Event description:
Customer reported they felt the output of their vaporizer was lower than expected. There was no report of pt involvement. Investigation/conclusion: the unit was returned to the mfg site for investigation. The unit was tested, and the reported complaint was confirmed. Upon further inspection, it was determined that the nuts on the actuator spindles were loose, allowing the spindles to move. As a result, the delivered agent was allowed to leak from the manifold port valve. The preoperative checkout procedure, as contained in the anesthesia machine user manual or the FDA checklist, is designed to pick up such a leak. Once the actuator nuts were tightened to the correct and the spindles were set properly, the output concentration was found to meet specifications. It should be noted that, according to datex-ohmeda records, this unit has not been serviced within the 2-year service interval as recommended in the tec 6 operation and maintenance manual.